Event description:
The report is from thestudy. The pt is a male with a 3-vessel disease. The pt had a history of hypertension, hyperlipidemia, and obesity. The indication for the index procedure was stable angina pectoris. The 1st target vessel was the mid circumflex artery. Vessel diameter was 2.25mm and the lesion length was 46mm. The lesion was de novo and a lesion classification type a. The lesion was pre-dilated with a 2 x 15mm balloon at 8 atm. A cypher was deployed at 11 atm and was post-dilated with a 2 x 15mm balloon at 8 atm. Another cypher was deployed at 11 atm, overlapping with the other stent. The stent was post-dilated with a 2 x 15mm balloon at 8 atm. The reason for post-dilation was not given. The 2nd target vessel was the first obtuse marginal. Vessel diameter was 2.25mm and the lesion length was 26mm. The lesion was de novo and a lesion classification type b2. The lesion was pre-dilated with a 2 x 15mm balloon at 8 atm. A cypher(third) was deployed at 8 atm and was post-dilated with a 2.5 x 15mm balloon at 8 atm. The reason for post-dilation was not given. The 3rd target vessel was the proximal circumflex artery. Vessel diameter was 2.75mm and the lesion length was 12mm. The lesion was de novo and a lesion classification type b1. The lesion was not pre-dilated. A cypher(fourth) was deployed at 11 atm and post-dilated, because the stent was not fully expanded, with a 3 x 9mm balloon at 10 atm. Ivus was used and full apposition of all stents was obtained. During the procedure, the pt had hypotension and sinus bradycardia with transient low flow in the circumflex artery (timi 2). The pt was given atropine, gelfucine, and dopamine infusion. Final flow went back up to timi 2-3 at the distal circumflex. Ivus showed adequate stent expansion in the ostial-proximal circumflex. The pt was discharged 3 days post-procedure. The pt was asymptomatic at the 1-month, 6-month and one year follow-up.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2008-00361, 9616099-2008-00362, and 9616099-2008-00363. Additional info will be submitted within 30 days of receipt.